Manufacturer narrative:
A getinge field service engineer (fse) reported that the hospital has taken full responsibility for not replacing their old batteries, and will action this accordingly. The batteries are not replaced by biomedical engineer as advised by getinge service. The iabp was checked by the facilities biomedical engineer and returned to the customer for clinical use. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during patient transfer between hospitals a cardiosave intra-aortic balloon pump (iabp) batteries ran out of charge very quickly. Third battery batteries were used to complete patient transfer. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during patient transfer between hospitals two of the cardiosave intra-aortic balloon pump (iabp) batteries ran out of charge very quickly. The third battery was holding charge and was used to complete patient transfer. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, g1(contact person), h6(impact codes).

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. No service requested

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) batteries ran out of charge very quickly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.